Event description:
It was reported that during the use of three cryoablation needle's for a renal case, the needles developed frost on the shaft. The user placed ultrasound gel to protect the patient, preventing frost from reaching the patient's skin. Additionally, the patient experienced muscle stimulation during active thaw. Active thaw (ithaw) was halted immediately to prevent further muscle stimulation. The case was completed successfully, with no reported injury to the patient.

Manufacturer narrative:
The needle was returned for investigation. The investigation testing results showed insufficient vacuum insulation of the sleeves and this caused the frost reported on the needle shaft. Soldering flux was seen on the vacuum sleeve external surface. There were no leaks or corrosion noted as a result of this observation. There were no gaps detected in the vacuum sleeve walls and no damage observed on the shaft. Electrical (hi-pot) testing revealed the resistance wire insulation layer on the needle heater was damaged under the spring. This damage can lead to current leakage in this point on the needle. The reported muscle spasm and delay in thawing was caused by damage to the insulation wire of the needle heater. This failure can occur where the heater component is damaged during the vendor manufacturing process. The frost on shaft observed during the procedure was caused by loss of the vacuum sleeve insulation of the needle. This component failure can occur without a specific reason during cyroablation and does not interfere with the device function.

Event description:
It was reported that during the use of three cryoablation needle's for a renal case, the needles developed frost on the shaft. The user placed ultrasound gel to protect the patient, preventing frost from reaching the patient's skin. Additionally, the patient experienced muscle stimulation during active thaw. Active thaw (ithaw) was halted immediately to prevent further muscle stimulation. The case was completed successfully, with no reported injury to the patient.